Event description:
It was reported that guidewire break occurred. A 300cm angled tip v-14 control wire was selected for use. During the procedure, it was noted that the wire broke. The procedure was completed. No patient complications were reported.

Manufacturer narrative:
E3: occupation: corrected to 'other health care professional.' Device eval by MFR: the device was returned for the analysis, and it is possible to see that the polymer jacket of the guidewire was detached and peeled at distal tip, moreover the tip was bent. No other issues were identified with the device and no patient complications were reported.

Event description:
It was reported that guidewire break occurred. A 300cm angled tip v-14 control wire was selected for use. During the procedure, it was noted that the wire broke. The procedure was completed. No patient complications were reported.